Manufacturer narrative:
Section h10: correction: additional information obtained from the hospital medical records clarified that approximately 9 months post valve deployment the patient developed pneumonia and was treated with antibiotics. The patient had fevers and chills which persisted after IV antibiotics. Thirty days later, the patient developed slurred speech and an MRI revealed stroke. Tee performed two days later revealed infective endocarditis with valve vegetations and pacemaker lead vegetations. IV antibiotics were started, and the pacemaker was explanted. No valvular structural damage was seen. Sixteen days later the patient requested to be transferred to a different facility for re-implantation of aicd. A tte performed at the new facility, (two days later) revealed mild (1/2+) aortic regurgitation, posterior directed regurgitant jet at 2 o'clock (pvl) and a mean gradient of 14mmhg. The following day a tee was performed and confirmed the sapien valve had moderate pvl (at 3 o'clock), the right atrial lead showed no vegetation, no valvular vegetations seen. The following week, the patient's sapien valve was explanted and replaced via savr. The operative note confirmed the explanted sapien valve had a vegetation on the ventricular side. The patient also had a mediastinal mass which was sent for pathology. ICD was explanted due to endocarditis. As such, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
UDI reference no. (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately 11 months post transfemoral tavr procedure and deployment of a 29mm sapien 3 valve, the valve was explanted and replaced with a 27mm perimount surgical valve. The valve was deployed in a 90:10 aortic position with mild residual pvl. No procedural complications were reported.